Event description:
It was reported that the user experienced a low glucose event with the pump displaying 65 mg/dl, cause unclear, and treated with oral glucose followed by soda when the glucose did not rise promptly. Symptoms included hypoglycemia. Outcomes included resolution of the low after treatment and no hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and no component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.